Event description:
During an unk procedure,reducer part (plastic part) dropped off. Broken piece was retrieved. Another device was used to complete the case. There were no adverse consequence to the pt.